Event description:
It was reported that the patient underwent surgery in 2007 with posterior instrumentation at t3-l4. It was reported that sometime post-op, 3 setscrew backed out at left l3-4 and right l4. The patient underwent a revision surgery in 2008 to remove and replace hardware. No patient complications were reported.

Manufacturer narrative:
Device was not returned to medtronic for evaluation. It was reported that the hospital will not release the explanted parts. Unable to determine cause of the event.